Event description:
The customer stated that she has been on the insulin pump for two weeks and has the paramedics have been called to her home three times for low blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.